Manufacturer narrative:
(B)(4). This lot was manufactured from february 16, 2015 to february 17, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that the coil cap was detached. The cap was reattached and the device was manually filled. The device filled without issue and remained intact. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor broke when the b. Braud perfusor syringe used to fill the device slipped off. There was no patient involvement. No additional information is available.